Event description:
As reported, the surgeon had a female patient that came in with a small non displaced distal femur fracture on the medial side of the femur that had a truliant total right knee implanted on (B)(6) 2021. The surgeon said the patient knew she was part of the poly recall and stated she fell because her knee was unstable "because of the recall". During surgery a competitor's retrograde nail was used to repair the fracture. The total knee components were will fixed and the poly insert was removed. There were no signs of wear on the poly and it had no noticeable oxidation or delamination. A new activit-e sz 4, 12mm poly was inserted and implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images of the liner were taken. Photos/x-rays received. The device is not available for evaluation due to poly was kept after case concluded.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
D10 concomitants: 6349996 - 02-020-13-0340 - truliant cr cem fem cr cem right sz 4. 5639693 - 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. M007912 - 02-022-47-4011 - truliant tib imp cr ins std sz 4, 11mm. 7031880 - 200-07-32 - advanced patella 32mm 3 peg implant. H6: corrected the following: health effect - clinical code, impact code, device problem code, component code, type of investigation, investigation findings, investigation conclusions.